Manufacturer narrative:
The technician isolated the issue to a non-functioning hydraulic valve. He replaced the valve to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised.